Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. At this time no intervention has been performed and the ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. At this time no intervention has been performed and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.